Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599403214 - articular surface with locking screw size striped yellow/e f 14 mm height - 62980817. 00598801013 - stem extension straight 13mm dia x 100mm length(combined length 145mm) - 63289863. 00598801012 - stem extension straight 12mm dia x 100mm length(combined length 145mm) - 62740824. 00599401592 - femoral component option for cemented use only size e right - 63408845. 00598003702 - stemmed tibial component precoat size 4 for cemented use only use of this. Tibial component with lcck articulating surfaces requires using a stem exten - 63465701 66022663 - palacos r + g (1x40) - 85094551. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01287-2.

Event description:
It was reported that patient underwent total right knee arthroplasty. Subsequently, the patient underwent a poly exchange approximately 4 years later due to pain, weakness, a clicking sound, and a loose screw noted on x-ray. During the revision it was noted that the poly screw was broken due to metal fatigue, screw and poly exchange without complication. There was no trauma to the leg or falls. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.